Event description:
The customer stated: platinum marker of the guiding catheter detached from the catheter. The marker was removed from the pt body due to sticking in a sheath. When wire was pulled, the guiding catheter got stuck at kinked area of the sheath. The marker detached and remained in the sheath at the kinked area.

Manufacturer narrative:
The customer has not returned the defective device for investigation at this time. They have; however, sent pictures of the defective ensnare. The picture shows that the catheter is kinked which may affect the performance of the device. We will be able to investigate further into the root cause once the customer returns the defective device. It has been determined that excessive pull force or abnormal interaction may cause the defect reported.